Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The following complaint was reported: product stuck/ melted together. Film stuck together.